Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 was 32 mg/dl with unsteadiness when standing and walking, confusion and disorientation, and inability to concentrate and cognitive impairment. It was reported the patient required assistance from a 3rd party who were not a healthcare provider (hcp) and were treated with food and drink. The reporter noted the pump¿s basal settings were recently changed by the hcp and the patient remained on pump therapy. It was determined by animas customer technical service that the change in medication and recent change to the pump¿s basal settings attributed to the reported hypoglycemia. It was reported that patient treated with long-acting insulin via injection the day prior to resuming pump therapy and was not accounted for when resuming pump therapy. The reporter noted all boluses were recorded in the pump¿s history correctly. Troubleshooting was unable to be completed. This complaint is being reported because the alleged hypoglycemia was attributed to use error. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.